Manufacturer narrative:
Device evaluation. Evaluation of the submitted photos confirmed damage to the silicone jacket layer of the driveline; however, a specific cause could not be determined through this evaluation. The hmii lvas IFU discusses damage due to wear and fatigue of the percutaneous lead. All hm ii lvad percutaneous leads have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years, 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the percutaneous lead (driveline) had a tear in it. The vad coordinator placed rescue tape to prevent further damage. There were no device alarms. For the event. As of (B)(6) 2018, the patient had no further issues. The center will discuss a cosmetic driveline replacement option with the patient and if no further issues continue, the replacement will not be immediate.